Event description:
Employee was unloading a positive blood culture bottle from the blood culture instrument. Bottle apparently stuck in machine due to identifier label rolling up during insertion. When pulled on bottle to remove it, bottle broke at neck. Employee sustained 2 cm. Laceration to left index finger. Treated in emergency room: 6 sutures antibiotic (due to positive culture), and blood exposure follow-up.